Manufacturer narrative:
(B)(4).

Event description:
The patient's daughter reported the patient experienced increased pain along her pain pattern despite changing the stimulation intensity. The patient alleged the pain level was higher than when the system was initially implanted. This issue began since the last reprogramming session (date is unknown). A consult with the physician is planned as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient's system was reprogrammed, which in turn resolved the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient was doing fine.